Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular lead. Lead damage was suspected. Technical support was contacted and the noise resulting in oversensing was confirmed. No intervention has been performed at this time. The patient was stable and will continue being monitored.